Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with neurostimulators for parkinson' s dual and movement disorders. It was reported that patient experienced shocking along system path since (B)(6) 2016. There was out of regulation (oor) message displayed on physician programmer (pp) on (B)(6) 2016 visit. It was indicated that the impedance were normal but the voltage was 2.88v which hcp thought was abnormal considering the patient had new battery implanted in (B)(6) 2015. On the day of this call, hcp attempted to palpate around the extension but that did not present any issue. Hcp stated they planned to do the x-ray. It was also reported that patient had an electrical sensation on the left side 6 times per day and it lasted for about 6 seconds.

Event description:
Additional information received from a health care provider (hcp) reported the cause of the out of regulation message was not determined. Impedances were checked and found to be within normal limits. An x-ray was ordered, but the patient did not have it done. Actions included prescribing the patient gabopentin. The patient had not contacted the hcp for any additional incidents and their next appointment was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the reported issues resolved on their own. The hcp reported that on the patient's next visit on (B)(6) 2017, the patient did not report having a recurrence. The hcp reported that the cause of the issues remained unknown.